Event description:
At approximately 0732 on saturday morning (B)(6) 2015, our avp was notified that our MRI (seimens espree) in our professional bldg 2 was found by staff to have experienced a spontaneous quench during the night. This is the 4th spontaneous (unexplained) quench on this machine in 3 years. Full repair and inspection will be done. By service contractor for seimens asap.